Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call no delivery alarm, failed battery test and motor error alarm. Customer's blood glucose level was 339 mg/dl. Troubleshooting for the motor error alarm was performed. Customer was able to complete the rewind process and the alarm did not recur. Troubleshooting for failed battery test was performed. Customer replaced the battery, reset the device and received a no delivery alarm. Customer was advised a replacement battery cap will be sent out which should resolve the issue. Customer's mother declined to troubleshoot for the no delivery alarm as it was a past alarm. Customer was advised to do a complete set change. Customer's mother declined to return the infusion set and reservoir for analysis. Customer's mother was advised to monitor the insulin pump and call back if issues persist.